Manufacturer narrative:
The reported complaint of a torn seal could not be confirmed. No sample, photo/video or lot was received; thus, a comprehensive review cannot be performed, and a probable cause cannot be determined. A device history lot review could not be performed due to no lot number provided. E1 initial reporter phone number: ext. (B)(6). D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a connector tego¿ where it was reported when connecting the arterial line, no blood was obtained from the catheter and when removing the catheter, the silicone of the bio connector was observed to be wrinkled. When installing the syringe, it was not possible to extract blood. The internal part of the silicone was observed to be damaged and did not allow the circulation of fluids. There was patient involvement; however, no harm or adverse event as result of this event was reported. This report captures 2 occurrences.